Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning power board. The service technician replaced the power board and "thew" reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 went ventilator inoperable (inop) while connected to a patient. The customer was unable to provide the status of the patient. Therefore, it is unknown if there was any patient harm associated with the reported event.